Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately after six months, the unsuccessful filter removal procedure was tried. Inferior vena cavogram demonstrated filter hook within or outside the wall of the cava towards the right and one limb was significantly through the wall. Hence, the retrieval attempt was aborted. The filter was removed after some time. Therefore, the investigation can be confirmed for filter tilt, perforation of the ivc and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter malposition - filter tilt h10: b5,g4 h11: g3,h6(patient),h6(device),h6(method),h6(result),h6(conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported approximately six months post vena cava filter deployment, an inferior vena cavagram demonstrated one filter limb to be beyond the caval wall with the hook embedded within or beyond the vena cava to the right. There was no reported attempt to retrieve the filter as it was determined to be unsafe. The current patient status is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure .the patient reported that the hook and one strut had perforated into the wall of ivc, however the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the reported tilt and perforation of the ivc wall as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter malposition. - filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately six months post vena cava filter deployment, an inferior vena cavagram demonstrated one filter limb to be beyond the caval wall with the hook embedded within or beyond the vena cava to the right. There was no reported attempt to retrieve the filter as it was determined to be unsafe. The current patient status is unknown.